Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the insertion flexible tube coating damage, the lcb distal cover glass broken, the us connector cable (long) perforated, the light guide cable compressed (short in length), the us connector cable (long) compressed (short in length), the us connector/junction cable (short) compressed (short in length), the us connector/junction cable (short) buckled, the bending rubber leak, the root brace rubber (insertion flexible tube) cut, the objective lens scratched, and the distal end with ccd module/us probe discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).